Event description:
Reporting status: malfunction. Reporting rationale: separated product could cause or contribute to patient injury. Device issue: shaft separation. It was reported that during advancement of the xience stent system in the guiding catheter, resistance was felt at the bend of the guiding catheter. Force was applied and the proximal shaft broke into two pieces outside of the patient anatomy. The procedure was completed using a non-abbott stent. There was no adverse patient effect. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Results - quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen. There was not contrast visible. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The hypotube and jacket were separated 21 cm distal to the strain relief tubing. The fracture faces were ovaled as if the hypotube was kinked prior to separating. The material was stretched and jagged at the separation. There was a bend in the hypotube 2 cm proximal to the separation. There was a kink in the hypotube 2 cm distal to separation. There was no other damage noted to the sds. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.